Event description:
It was reported that a patient underwent an unknown spinal procedure. "The set screw fitted so strong that the surgeon could not remove it. He believed that the torsional movement of the set screw was to strong for the obturator, or the obturator was not strong enough for loosening the set screw. He tried other instruments. In the end after a lot of tries he had remove the set screw. The tip of the instrument was damaged and the inlay of the screw was damaged".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.